Event description:
Ref MDR # 1219856-2010-00322 for the first event involving same pt. It was reported that while in the cath lab, the second intra-aortic balloon (iab) was prepped, the md activated the hydrophilic coating, turned the catheter clockwise and pulled vacuum. The super arrow-flex (saf) sheath was inserted into the pt's right femoral artery. The md could not advance the iab through the saf sheath and as a result, the iab and the saf sheath were removed as one unit. The pt outcome is listed as "ok". Per the sales rep, "the md did not insert an iab after all."

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.